Manufacturer narrative:
The manufacturer report number was originally 6000093-2007-02373 and has changed to 2134265-2011-02887 as bsc has discontinued the use of the special reporting numbers granted by the FDA and are utilizing the regulation default site establishment registration numbers for reporting mdrs.updated - describe event or problem, upn- search, upn, catalog/model#, device lot number, device expiration date, device manufactured date, initial report sent to FDA.

Event description:
It was further repoted, on FDA report (B)(4), that the physician placed the 3.5x16mm taxus express2 stent which became dislodged, the 'wire' migrated into patients kidney. Requred surgery for removal of 'stent'.